Event description:
Orbital atherectomy treatment was selected for treatment of multiple lesions located in the severely calcified left main and left circumflex arteries. The guide wire crossed the lesion without issue and on the third treatment pass the driveshaft tip and crown of the diamondback coronary orbital atherectomy device (oad) fractured. The fragment was removed by moving the guide wire into the guide catheter. Treatment was completed with a second oad and guide wire. There were no patient complications and the patient was still hospitalized as of(B)(6)2022, which was considered standard of care.

Manufacturer narrative:
The oad and guidewire were received at csi for analysis. The guidewire was engaged in the distal fractured section of the oad driveshaft. There was no damage to the guidewire. The reported oad driveshaft fracture was confirmed at the proximal edge of the crown. Driveshaft flexing at the weld location can initiate a fatigue failure, and scanning electron microscopy analysis identified fatigue striations at the site of the driveshaft fracture. It is hypothesized that this driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape; however the exact root cause is undetermined. It should be noted that the coronary oas IFU states the following warnings: performing treatment in excessively tortuous or angulated vessels or bifurcations may result in vessel damage or device failure requiring retrieval. And never use force to advance the spinning crown as vessel perforation may occur. If any resistance to crown travel is felt, reposition the crown away from the lesion, immediately stop treatment, and use fluoroscopy to assess the vessel for any complications. Review of the device data log showed that the second, third, and forth treatments ended in a stall event. It is possible that the stalls were impacted by technique used during treatment that also contributed to stresses on the device that eventually resulted in the fracture. However, this could not be confirmed, and the root cause of the fracture remains unknown. When tested the oad functioned as intended. Csi ID:(B)(6).